Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: "(B)(6) pt suffered severe post operative pain improved with time." This is noted to be a paritex product.